Event description:
A medtronic representative reported a vertek arm that will not lock. Requested replacement. There was no pt present.

Manufacturer narrative:
Vertek arm received by manufacturer for evaluation mechanical evaluation conducted. Both ends of the vertek ar locked up. Mechanical malfunction-locked up-both sides directly caused event.

Manufacturer narrative:
No pt information provided as no pt was involved in this concern. RMA issued. Replacement vertek arm installed. Suspect part not yet returned to manufacturer for evaluation.